Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings curved on the posterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior and one opening sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool and one sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.